Event description:
A 4.0mm diameter x 26m length integrity rapid exchange (rx) stent was deployed to the mid right coronary artery. The artery was pre-dilated prior to the stent being deployed. On the first inflation, the physician inflated the device up to 14 atms and noticed the rupture of the balloon. The target lesion in the mid rca was reported to be non-tortuous and non-calcified. The stent was successfully deployed and the lesion was subsequently post dilated. The pt is reported to be fine and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results/conclusion: (damage on returned device typical of contact with calcium). Eval summary: the coiled device was returned inside the product shelf carton. The hypo tube was kinked approx 12cm distal to the strain relief. Blood residue and a liquid were present in the inflation lumen and balloon. A longitudinal tear, approx 1mm in length, was located on the body of the balloon immediately distal to the proximal inner shaft marker. There were slight scratches evident proximal to the leak site.